Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call no delivery alarm and high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Troubleshooting for no delivery was performed. Troubleshooting for high blood glucose was performed. Customer experienced multiple no delivery alarms which resulted in high blood glucose and ketones. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.